Event description:
It was reported that the pump exhibited a drive alarm. The plunger did not work. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H2) device evaluation: d3 manufacturing establishment name updated. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump ehl confirmed the customer's reported issue of a drive alarm. The cause of the customer reported problem was a bad plunger position potentiometer. The pump was in good condition, no physical damage was found, and labels were undamaged. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the position potentiometer, pump was recalibrated, and the pump passed all functional tests and performed as intended after repair.